Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10953r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal baclofen (concentration 2500mg/ml dose 919.8mcg) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history was noted as seizure disorder and cerebral palsy. On (B)(6) 2015, the patient had a refill. On approximately (B)(6) 2015, the patient had a seizure and went into the hospital. The patient had a high white blood cell (wbc) level and was on intravenous (IV) antibiotics. The physician increased the patient's seizure medication. The patient was now out of the hospital and had a seizure again. The patient's mother was concerned it was the baclofen. The patient's mother was instructed to call the neurologist and physician to see what their thoughts were. The patient had increased sweating. Diagnostics had not been performed yet and it was unknown if the issue was resolved at the time of this report. The patient's status at the time of this report was alive- no injury. Surgical intervention had not occurred and it was unknown if surgical intervention was planned. Additional information has been requested, but was not available as of the date of this report. Additional information from the health care professional indicated that it was unknown if diagnostics were performed in relation to the seizure post refill, it was also unknown as to whether actions/interventions were taken to resolve the issue, the cause of the seizures post refill was unknown.

Event description:
Per the patient's family, the patient was doing well.